Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited muscle stimulation. During the lead revision, the venous access was occluded. The physician attempted to gain access but was not successful. Additional information obtained from the field which indicated that this lead was dislodged with a subsequent nerve stimulation. Also, the patient had a fall at home. Hence, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.